Manufacturer narrative:
The subject device has not been returned to omsc. But was returned to olympus (B)(4). The evaluation by (B)(4) is still in progress. The exact cause could not be determined at present. If significant additional information is received, this report will be supplemented.

Event description:
Olympus medical systems corp. (Omsc) was informed that during an income inspection at an olympus repair center, it was noted that a metal filament was sticking out from the distal end of the subject device and the laceration of the bending section rubber. At the time of the return of the subject device for repair, the user facility only stated that there was a leak from the subject device. There was no report of patient injury associated with the event.

Manufacturer narrative:
Olympus followed up with the user facility to obtain additional information. The user facility reportedly noticed that the metal wire stuck out from the distal end of the subject device when they opened the sterile packaging and inspected the subject device before a percutaneous tracheotomy. The subject device was not used for the procedure and there was no report of patient injury. Olympus reviewed the service history of the subject device and there was no problem in the latest repair service on march 19.2019. The subject device has not been returned to olympus medical systems corp. (Omsc) but was returned to olympus europe for evaluation. The evaluation confirmed that the angulation wire broke within the distal end part of the insertion portion and the filament of the angulation wire was sticking out from the bending section rubber. After disassembling of the bending section rubber, the evaluation confirmed following physical damages. The distal end part came off from the bending section. The instrument channel was kinked. The insertion tube was squeezed. The universal cord was kinked. There were a hole due to the angulation wire sticking out and a tear. Olympus concluded that the damages were possibly caused by physical force at the user facility. The exact cause could not be conclusively determined. However, the breakage and sticking out of the angulation wire possibly occurred when the damages of the distal end was caused at the user facility. The instruction of the subject device has warns; ¿do not apply shock to the distal end of the insertion tube, particularly the objective lens surface at the distal end. Visual abnormalities may result.¿,¿ do not squeeze the bending section forcefully. The covering of the bending section may stretch or break and cause water leaks.¿